Event description:
Caller reported a malfunction on the pump, which occurred after it got wet during swimming. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to use multiple daily injections (mdi) as a backup therapy and would receive a replacement pump with updated software. Technical support provided instructions on storage mode and returning the faulty pump, and confirmed the shipping address for the replacement.